Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection revealed that there was blood in the hub and the catheter. No other anomalies were observed. During functional evaluation, the balloon unable to be flushed, nor was a 0.0166¿ patency mandrel able to be advanced through the entire balloon catheter shaft, due to solidified blood within the balloon catheter. An inflation/ deflation test was unable to be performed due to the blocked catheter shaft. The device was confirmed to be in good condition prior to use. Although no leaks, tears were found in the returned device, the blood in the balloon and blockage of the guidewire lumen confirmed the reported event. Based on the information available, cause of the reported event cannot be definitely determined.

Event description:
It was reported that after deploying the first coil into the aneurysm, the physician attempted to deflate the balloon, but it would not deflate. The physician retracted the balloon from its initial placement in the posterior communicating artery down to the internal carotid artery to restore blood flow. The physician then proceeded to remove the guidewire (bail-out technique) to deflate the balloon, but it would not deflate. The physician then aspirated with a 20cc syringe and maintained negative pressure on the balloon successfully achieving deflation. There was no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The subject is not available.

Event description:
It was reported that after deploying the first coil into the aneurysm, the physician attempted to deflate the balloon, but it would not deflate. The physician retracted the balloon from its initial placement in the posterior communicating artery down to the internal carotid artery to restore blood flow. The physician then proceeded to remove the guidewire (bail-out technique) to deflate the balloon, but it would not deflate. The physician then aspirated with a 20cc syringe and maintained negative pressure on the balloon successfully achieving deflation. There was no reported clinical consequences to the patient due to this event.